Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 457 mg/dl. The customer was treated with insulin shot. Customer's blood glucose value was 408 mg/dl at the time of the call. Troubleshooting was performed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital and based on customer report customer alleged insulin pump was under delivering due to there was no alarm. Auto mode feature was active at time of high blood glucose event. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.